Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at the time of the incident. The customer was declined for troubleshooting. Product will be returned device for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was communicated properly with bg meter. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.